Event description:
In the foot & ankle international, vol. 27, no. 11, november 2006 issue, dr. Kurt frederick konkel and dr. Andrea gayle menger published an article titled "mid-term results of titanium hemi-great toe implants", where 12 (16 toes) patients had insertion of a titanium hemi-great toe implant. Allegedly two components shifted, one component had site ulcer, and one component had trauma related break. One shifted component was treated with z-plasty tendon, skin & capsule. The other shifted component was treated with weil osteotomy. The component with a site ulcer had debridement and secondary closure performed. And the broken component was treated with debridement and cheilectomy mtp joint.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated wen the investigation is complete. This literature source did not provide information on the user facility, implantation dates, nor dates of complications. A medwatch 3500a has not been received. (See scanned pages).